Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked reservoir tube and battery tube threads, scratched screen, and protruded/loose drive support disk.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump has many scratches in the display window. No further information was provided.